Event description:
It was reported that while trailing the insert on patient. Trail broke while using impactor. Piece collected and removed from field. No further impact.

Manufacturer narrative:
The device was used for treatment, but there is insufficient information to determine if it was returned for evaluation. There was no impact to the patient. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placement and removal of the poly trial. The user is instructed to instructed to follow the tibia first: implant planning and placement guidelines when going through this process. The poly insert trial is designed to engage with the tibial trial when placed in the patient's anatomy and prevents any catching from respective geometries. The user's manual provides detailed instructions for placing the poly trial.